Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. Updates and reboots were attempted four times. It was also verified that the device was plugged into the correct port; however, pyxis still showed as disconnected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed intermittent communication where the device went offline, then came back online without intervention and verified remote support system access. The system functioned as intended after the field service engineer investigated the device.